Event description:
It was reported that the burr was suck on the guidewire. The target lesion was located in the proximal right coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. While advancing to the lesion in dynaglide mode, the guidewire bounced when it was inserted near the curve of the tip of the guide catheter, possibly causing the rotawire to kink. The burr became stuck with the guidewire and could no longer move back and forth. The burr and wire were removed as a single unit and the procedure was completed with another of the same device. There was no patient injury and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: device analysis findings: device evaluated by manufacturer: the device was returned for analysis. Inspection of the device revealed that the body was kinked at 329cm from distal to proximal, additionally the distal tip was found bent. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of adverse event related to procedure, following a review of the reported event details, available information, and product record review. During product analysis it was observed the body kinked and the distal tip bent, these issues could be related to an excessive force applied to the device during procedure, as well as operational factors such as handling or technique, causing the reported event.

Event description:
It was reported that the burr was suck on the guidewire. The target lesion was located in the proximal right coronary artery. A 1.50mm rotapro and rotawire drive were selected for use. While advancing to the lesion in dynaglide mode, the guidewire bounced when it was inserted near the curve of the tip of the guide catheter, possibly causing the rotawire to kink. The burr became stuck with the guidewire and could no longer move back and forth. The burr and wire were removed as a single unit, and the procedure was completed with another of the same device. There was no patient injury, and the patient was in good condition after the procedure.